Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced no audio output. No additional patient or event information is available. It was reported that a pediatric patient was using a receiver approved only for adults. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and no issues related to the customer complaint were found. Functional testing was performed on the device and device failed audio test. The customer complaint of no audio output was confirmed and the root cause was determined to be a defective speaker sub-assembly.